Manufacturer narrative:
(B)(4). Customer indicated the set was discarded at the facility. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
Customer reported a leak at the upper port above the pump during a d5 1/2 saline with 20 kcl/liter infusion running at 66ml/h. There was no pt harm. Although requested, no additional info was available.